Event description:
The patient came in few days after the primary surgery reporting instability due to a leg length discrepancy and the cause of the leg length discrepancy is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22.dec.2021. Lot 2011738: (B)(4) items manufactured and released on 3-feb-2021. Expiration date: 2026-jan-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event. Additional devices involved. Liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 (k092265) lot. 2109549: (B)(4) items manufactured and released on 9-sep-2021. Expiration date: 2026-aug-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 2103137: (B)(4) items manufactured and released on 28-jun-2021. Expiration date: 2026-jun-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without other similar reported event.